Event description:
Sales representative reported that the tip of this needle broke during a rotator cuff procedure. During the 6th suture placing, the needle would not deploy and ultimately broke. E-mail received 9-5-06 confirms that a fragment less than 2mm was left in the patient. Sales rep. Smoke with the surgeon after the case and he did not seem to be too concerned about the incident. He did not request that an incident report be initiated. He stated he had thought about changing the needle earlier in the case because of the stress being placed on the needle. There was no delay experienced. There have been no reports of patient injury at this time.

Manufacturer narrative:
Device is not being returned for evaluation. No conclusion could be made for the reported device failure. This incident was originally assessed as non-reportable due to limited information. Smith & nephew received additional information via email in 2006, which confirmed the tip of the needle remained in the patient.